Event description:
It was reported that there was no output on the atrial side of the external pulse generator (epg) when calibrating. The caller was informed that the epg will no longer be serviced due to being older than five years of age. There was no patient involvement.